Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 2.25mmx16mm synergy drug-eluting stent was advanced for treatment; however the stent failed to cross the lesion and the stent struts were lifted. The procedure was not completed as another same device was unavailable. No patient complications were reported and the patient's status was good.